Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 330mg/dl. The contact declined troubleshooting and requested information in regards to occlusion alarms. Tandem technical support educated the customer in occlusions.